Event description:
Voluntary medwatch received states that revealed fracture and break in insulation on the right ventricular (rv) lead. The physician elected to explant and replace the rv lead. There were no patient consequences.